Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that two of the variax 2 locking screws would not lock into the plate. The screws would seat, a pop would be felt, and the screw spins freely. Variax 1 locking screws were used to complete the procedure successfully. There was no surgical delay.

Event description:
It was reported that two of the variax 2 locking screws would not lock into the plate. The screws would seat, a pop would be felt, and the screw spins freely. Variax 1 locking screws were used to complete the procedure successfully. There was no surgical delay.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and a surgery video was provided showing the alleged screws not locking with the plate. The visual inspection revealed no significant damage of returned device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on available information, no further action is required at this time. If any further information is provided, the complaint report will be updated.